Manufacturer narrative:
E1 - postal code: (B)(6). G4 - PMA/510(k)#: exempt. H3 - device evaluated by MFR.? Device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide included in the thal-quick chest tube set broke during its percutaneous insertion for pneumothorax in a 46-year-old male patient. As per the physician, the wire guide broke while dilating the lesion. The broken portion of the device was "close to the skin (on the outside), so it was easily retrieved". After the broken portion was removed, the procedure was successfully completed by using a new same device. The wire guide was not manipulated or withdrawn through the needle. Tortuous patient anatomy was denied. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the wire guide included in the thal-quick chest tube set broke during its percutaneous insertion for pneumothorax in a 46-year-old male patient. As per the physician, the wire guide broke while dilating the lesion. The broken portion of the device was "close to the skin (on the outside), so it was easily retrieved". After the broken portion was removed, the procedure was successfully completed by using a new same device. The wire guide was not manipulated or withdrawn through the needle. Tortuous patient anatomy was denied. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one quality control discrepancy in which all product that did not pass quality control was scrapped. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [c_t_thal_rev11] supplied with the device states the following in consideration of the reported failure mode: "instructions for use: with the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding. Note: it is important to advance the chest tube assembly into the pleural space in the same line as the wire guide. This will make introduction easier and avoid kinking of the wire guide. Note: the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide. Remove the wire guide and chest tube inserter leaving the chest tube in place." Based on the available information, no product returned, and the results of the investigation, cook concluded the cause of event to be component failure unrelated to any manufacturing or design deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.